Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to fire a clip on the cystic duct and noticed that the clip scissored. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted.